Event description:
It was reported to medtronic minimed that the customer alleged plastic on the top of the pump, over the screen is cracked and loose and pump did not deliver insulin properly. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and damage affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1885 will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms or motor related alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history and pump diagnostic trace files reveals that there were no no delivery (insulin flow blocked) alarms in the available historical data. Additionally, on 1/16/2026 at 19:39 there was a pump error 41 (linenumber 713 file number 121) motor voltage error alarm and a pump error 43 (linenumber 589 file number 121) motor drive error alarm that occurred due to the motor registering a voltage failure (the measured voltage is not within the threshold), the pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. Pump error 41 and pump error 43 alarms are confirmed due to the motor registering a voltage failure (the measured voltage is not within the threshold), fault isolated to the hardware. Cosmetic damage on the back of the pump and missing display window cover are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.